Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test, and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, slight contamination on the pump downstream occlusion sensor interfering with the dso sensor readings. Service's replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "bad cassette sensor." There was no patient involvement. No adverse effects were reported.